Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. The customer took insulin based on the results in mg/dl. Therefore, the customer took too much insulin and started to experience symptoms of hypoglycemia such as loss of consciousness, sweating, and blurred vision. The customer went to the emergency room at pincher creek hospital and drank coke and orange juice to relieve her symptoms. There was no diagnosis indicated by the customer. There was no report of death or permanent impairment.